Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's foot was revised from an anchorage plate to a staple at patient's request. No other cause for the revision (pain, instability, etc) was reported to the rep.